Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 reporting a fluid spill within their orthopat unit. No injury or reaction was noted. Evaluation of the device verified the reported blood spill. Device was scrapped. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill within their orthopat unit. No injury or reaction was noted.